Event description:
Rn was hanging medication and saw a little blood backflowing from patient venous port, rn assessed further and saw there was a crack in the venous port tubing directly above where the microclave cap connects to the needle's tubing. Needle was 22g 3/4 inch needle. Rn clamped tubing, wrapped chg wipe around it, and deaccessed immediately, then paged mds. Patient reaccessed with new venous port tubing, 20g 3/4 inch needle without issue. Blood cultures drawn per doctor's request. Charge rn notified. Tubing and needle was saved for assessment of equipment failure but night shift rn accidentally threw out the tubing into the sharps container.